Event description:
It was reported that the user experienced recurrent low blood glucose readings within the first 24 hours of ilet use, including an urgent low, after initially treating with approximately 30 grams of carbohydrates and then administering additional treatments as lows recurred about 30 minutes later; the user¿s glucose subsequently read 80 mg/dl by fingerstick and 72 mg/dl by cgm, and education was provided on confirming stability before announcing a meal and on correction protocols to avoid repeat lows. Symptoms included hypoglycemia and an urgent low glucose episode. Outcomes included the need for oral glucose administration. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested that the initial low followed a meal announcement and that repeated carbohydrate treatments could have contributed to recurrent hypoglycemia, while the glucose reportedly did not rebound high after treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.